Event description:
During machine maintenance after hours, the service rep drove the table up into the gantry causing the table to break in half. The downtime delayed patient therapy for several days, but was eventually repaired by the OEM. Manufacturer response for linear accelerator, clinac-ix silhouette (per site reporter): they fixed the damage and assigned a new service rep to our facility.